Event description:
Procedure type: gastrectomy. According to the reporter: the adapter does not fire reloads, light indicates normal function. It was tested on 4 different idrive handles that were working properly with other adapters . There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No reinforcement material was used. The device was not used in patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering evaluation of the product, and an evaluation of the returned device. No initial visual abnormalities were noted for the device. Functionally, the unload button on the device was depressed numerous times and displayed no hang-ups or sluggish returns. The isi pin location was checked and found to be at the center and the center rod orientation was checked and was found to be assembled properly. Since the clinical battery, handle, and reload were not returned, pmv representative ones were utilized for all functional testing. A pmv battery pack was loaded into a pmv handle. The device was inserted onto the handle and calibrated without issue. A pmv reload was inserted onto the device and the reload detect led did not start flashing as intended, indicating that the software did not recognize the presence of a reload. The unload button on the adapter was depressed numerous times and displayed no hang-ups or sluggish returns. Engineering loaded a pmv reload onto the device and rotated the reload until the reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The pmv reload was then cycled without hesitation or binding. After the device was autoclaved, the reload was not detected in any position. The device was disassembled. No issues were visible that could lead to the reported conditions. The mma board was also examined and the silicone seal covering the switch was lifting on one edge and broken near the dome. When the switch was bypassed and the contacts on the mma board were shorted, the reload led indicated that a reload was present. However, when the switch was depressed manually, the reload led did not indicate that a reload was present. This finding implies that the internal mechanical depression of the switch was the leading cause of the intermittent to no connection of the switch, rather than an electrical defect on the mma board. Due to the compromised opening, the switch internal components were also evaluated in search of egress or other contaminants that could impede the depression of the switch. Moisture was found in the center of the bottom plate. It is likely that there was some degree of fluid in the switch at the time of the reported condition that led to an intermittent detection, and the following autoclave cycle introduced additional moisture that impeded the contact of the switch. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported condition. The file was concluded to be not confirmed as engineering was able to intermittently make a pmv representative reload fire. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. A secondary condition related to the reload not recognized condition was noted. The switch seal used in this device was damaged which could have led moisture to producing a reload not recognized condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. (B)(4).